Manufacturer narrative:
Upon receipt, the lead was found dissected some 15.5 cm distal to the is-1 connector pin. The distal part of the lead was not returned for analysis. The inspection of the lead fragment showed a fractured conductor cable to the rv shock coil at approx. 6.5 cm distal to the is-1 connector pin and can be considered to be the root cause of the observed high impedance measurement mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that conductor fracture occurred due to excessive mechanical forces. Extraordinary strong pulling forces during the revision procedure should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 57 months, it was reported that during the replacement procedure of the ICD, a shock impedance > 200 ohm was observed. The distal part of the lead was capped. A fragment of about 10 cm was returned for analysis. No adverse patient side effects have been reported.